Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no abnormalities were found on the product.

Event description:
The user facility reported a 64-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient developed a hematoma on the impella access site. Computed tomography showed a small extravasation of the right femoral artery. Heparin was discontinued and pressure was applied.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643 apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿